Manufacturer narrative:
(B)(4). Product surveillance followed up with the facility; the staff member stated the sample was no longer available. An engineering quality review was completed for this report. This complaint could not be confirmed as no sample was available for evaluation. The batch review did not identify any possible causes for the reported failure, and there were no deviations in the manufacturing of the reported batch. Based on the information obtained from baxter?s investigation, the root cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient's (hp) nurse emailed baxter product surveillance to report that a y set had a hole in it. On (B)(6) 2010, product surveillance spoke with the nurse who confirmed the hole was identified when a leak was noticed during a drain cycle. The nurse confirmed the hp did not develop any infection from this incident. No further information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot numbers provided. The sample was requested. Should additional information become available, a follow up MDR will be sent.